Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not activate on the bd insyte¿ autoguard¿ shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received one used sample of insyte autoguard 22ga x 1.0in, lot: 8103630 at bd juiz de fora, in (B)(6) 2018 in opened package. The sample was analyzed visually and it can be verified that there was needle retraction failure due to a damage found inner the component grip. DHR review: a review of the device history record was completed for sub-assembly #8607679 lot 8085840 manufactured from 31-mar-18 to 27-apr-18 used in claimed lot 8103630. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was evidenced record of one part with failure of activation during this analysis as evidenced by quality notification # 200745213 part retraction failure that is related to this defect. Qn/ ncmr review: it was evidenced qn # (b)(4( for the "part activation failure" defect that is directly related to this defect. Fmea analysis: the analysis of the fmea, dfpr054-0, version 2, was carried out in the process steps: assembly of zone 4 loaded on the pallet; h-bot picks up part from the transfer tray or buffer tray and places it on the pallet of zone 5; damaged grip; misalignment - barrel protection; problem with cannula retraction and no change was necessary at this time, since the risks are within acceptable limits according to risk category. Our quality engineer was able to verify the reported complaint per the sample received, there was needle retraction failure due to a damage found inner the component grip. During the investigations it was possible to determine that the activation failure occurred due to misalignment of zone # 5, station 5.54.4, damaging the "grip" component and consequently causing the activation failure, according to a quality notification. Maintenance was performed to the centralizing of the bars and alignment of the pins of the station. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the safety mechanism did not activate on the bd insyte¿ autoguard¿ shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.